Event description:
Nurse injured while trying to attach a pbs #15 cartridge to the metal reusable handle. Injury required 3 stitches to their left hand between index finger and thumb. It was explained that as nurse was attempting to attach the cartridge to the handle it seemed as if the cartridge was breaking away from the handle rather easily. As a result of this the nurse attached the cartridge with their hand in front of cartridge and when the catridge locked into place the sheath moved freely, exposing the #15 blade and injuring the nurse.